Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The device involved in the incident in the UK was returned to belmont medical technologies (UK office) for evaluation on may 19th 2025 and is under evaluation. It was reported the patient involved experienced skin damage while connect to the unit. Belmont received additional information from user facility that the patient injury was treated by applying a dry dressing and normothermia temp was set at 36.5. The circulating water temperature in the critical set to 36.5 c is not expected to cause skin breakdown. The operator's manual provides the following warning statement: "the user should verify that no fluids are present at the skin/wrap interface during the procedure. Failure to do so can cause lesions on the patient's skin. Following the procedure, a pattern resembling the wrap may appear for a short period of time on the patient's skin". Pressure sores may appear or develop when soft tissue is compressed between a bony prominence and external surface. The use of the criticool® system does not prevent this from happening. In order to prevent pressure sores, hospital routine care should be taken during long procedures. Routine care should be taken during long thermoregulation procedures to prevent pressure sores. Belmont is arranging to visit the site/user to carry out training for all users of the device as well as porters and hcas. Photographs of potential minor skin blemishes have been provided and will be reviewed by belmont clinical personnel. A followup report will be submitted once the site training and device investigation is complete.

Event description:
It was reported that critical removed as it caused skin damage. No further details and appointment made to get further information on this. Also reported that appeared to warm patient . No clinology data available.

Manufacturer narrative:
Clinilogger data from the unit was requested, however it was determined to not be available for investigation. The water temperature of the unit at the time of the treatment of the patient could not be determined. Images of reported skin damage were reviewed by belmont's clinical personnel and an independent medical doctor. Two marks were seen on the patient's back which appeared to be abrasions. Another mark was seen on the patient's right buttocks/thigh which appeared to be an open blister. The marks were small in area and appeared to be due to sustained pressure and were unlikely due to heat. The device was tested by a belmont service technician and was found to function without any issues. We are unable to verify any device malfunction and the root cause could not be determined. The device was system tested and passed with no issues. The user facility was reminded that no fluids should be present at the skin/wrap interface during the procedure. Failure to do so can cause lesions on the patient's skin. Additionally, the device has a built-in pressure relief algorithm designed to help maintain skin integrity. During the initial phase of regulation, the flow cycle is 12 minutes on and 1 minute off. In steady state (when the core temperature is within the set point range) and in normothermia mode only, the cycle is 12 minutes on and 12 minutes off. However, standard clinical practices to manage pressure sores should continue to be followed. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.